Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a customer was trying the guidance system for the first time at saint john regional hospital using the scan and plan workflow for an open solera l4-s1 transforaminal lumbar interbody fusion (tlif). Shortly after the imaging system spin the guidance system was inadvertently unplugged, but when it booted back up, the scan images were still on the system so we completed making the plan and performed an accuracy check before attempting any screw placements. The navigation showed as accurate, but the robotic accuracy looked off by 3-4 millimeters (mm) so they brought the imaging system back for another spin. They did an accuracy check again before sending to trajectory and the robotic accuracy was off in the exact same way, approximately 3-4mm lateral and 2 mm deep. They verified the patient had not been moved in between the spin and accuracy check, and there was no indication of a shoulder shift. They still sent to a trajectory and checked accuracy with the dilator in the operation tab and agreed it was more lateral than the plan. The surgeons agreed that navigation was accurate and placed screws using only navigation with the arm cleared out of the way, checking each pilot hole with a ball-tip feeler. Lastly, when he went to navigate his cage, the tlif/direct lateral interbody fusion (dlif) inserter would not allow any combination of cage size to be shown. A 10x26 capstone cage was used, and although the inserter would appear in navigation, they could not see the cage. Manufacturing representative (rep) tried multiple combinations of cage sizes for both adaptix and capstone, and every combo said "invalid implant selection" so they were unable to navigate the cage. System was still operational. There was about an hour delay. No impact on patient outcome.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. A1-a4 patient information unavailable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.